Manufacturer narrative:
Insulin pump passed displacement test, sleep current measurement, active current measurement and self test. Insulin pump was monitored and tested with no unexpected error alarm, error 23, error 68, error 49 and audio/vibrate anomaly noted. No error 63 alarm found in history file. Insulin pump was tested with all buttons functioning properly. No corroded on keypad traces and stuck button noted during testing. The keypad connector was inspected and fully locked on lcd board.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple insulin pump error alarms. The customer's blood glucose level was unknown at the time of the incident. The customer stated that when they woke up, the screen was off and the insulin pump was alarming but nothing was displayed on the screen. The customer reported that as they removed the battery, the insulin pump alerted stuck button and was beeping. After re-initializing with the new battery, the insulin pump again displayed that the trace pointers are invalid and history pointers failed. The history pointers were corrupted and the insulin pump had a red notification light. After, unexpected re-initializing again with post-reset ram crc alarm and again re-initializing the insulin pump it seemed to be functioning well. A bit of dampness was also observed on the insulin pump. The device will be returned for analysis.